Manufacturer narrative:
The blade involved in the incident could not be returned as it was discarded by the end user. 5ea unopened blades from the same lot number of the product involved were returned for evaluation. The product was processed for evaluation on 7/15/2020. A full inspection of the product was completed including a hardness and material reading. All aspects of the device were found to be within conformance per the product specifications. Pictures of the damaged instrument were not provided; however, this is our ultra-micro blade which is very delicate; it can be determined that it most likely became damaged due to excessive stress. Per the product IFU, if any form of sideways pressure is used on the blade, it can deform or break. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or corrective actions, a follow up report will be submitted.

Manufacturer narrative:
The product involved will not be returned as it was discarded by the user facility. Symmetry requested unused items from the same lot to be returned for evaluation. There are no more of the reported lot number in inventory to evaluate. The inspection records and material certificate was reviewed with no issues found with this lot number. There has been a total of 3,776 packs of 10 (37,760 individual blades) sold since 2012 with one additional complaint recorded in 2014 from a different lot number. There has been a toal of 55 boxes (550 blades) sold of the reported lot number 18g19520 with no additional complaint. Symmetry is still waiting for additional information to thoroughly investigate this complaint . A follow up report will be submitted once we have recieved additional information.

Event description:
The tip of the karlin blade broke off while in use during an anterior cervical discectomy and fusion. It was eventually found in the tip of the suction device. There was no patient injury, however, there was some delay due to time spent looking for the tip.